Event description:
Additional information received indicates the patient's ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's pc displayed the message "replace generator, generator has reached end of service." Patient reported losing stimulation 2 weeks ago. Surgical intervention may be pending to address this situation.